Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated they had to press a button for 3 minutes or longer. Customer sated insulin pump had pump error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed displacement test and it was passed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm during testing. The motor was tested outside of the device and passed. All buttons functioning properly no damage on the keypad assembly. (B)(4).